Event description:
Source reported a blood leak into the dialysate. Dialysis was stopped and the pt was put in a new dialyzer without further incident. Estimated blood loss 100cc. No sample available for examination. Info sought on 6/5/1998, 6/8/1998 and 6/11/1998.